Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was bump and had scratches on the lcd screen. Customer's blood glucose value was 87 mg/dl. The customer was assisted with troubleshooting. The extent of the scratch was goes from the middle to the right of the screen. Customer states they cannot read the display. Customer also states that the insulin pump was working all right with no errors or alarm after the self-test. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer was able to see the insulin pump's screen.